Manufacturer narrative:
Unity investigation showed that the one of the files did not populate to the report directory and it caused the report to not save. Audit trail showed the exam was read and saved. The exam was re-read by the physician. No further review/investigation will be performed for cause. No corrective actions are necessary.

Manufacturer narrative:
Merge healthcare is continuing to investigate the customer's allegation to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. A customer contacted merge unity technical support on (B)(6) 2017. They alleged that the report for an exam read on (B)(6) 2017 was not found. This was noticed by the manager while running a report on (B)(6) 2017 in the morning. The report is run to make sure the exams were complete and their results crossed from unity pacs to their emr successfully. A merge unity tech support investigated the customer's allegation, reviewed the logs and determined that the report was not saved. The physician re-read the exam on (B)(6) 2017 for resolution. While patient images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. Reference complaint number 100615